Event description:
Reporter indicated that the patient was found unresponsive and later passed away. Per reporter, patient had a lot of neurological problems, but was doing well with vns with respect to seizures. An autopsy was performed and the autopsy report was obtained by the manufacturer. X-rays were taken and no anomalies were noted. The autopsy report noted the patient died of natural causes ascribed to a seizure disorder due to cerebral palsy. Due to the autopsy being an external examination versus complete autopsy and the circumstances surrounding the patient death, the manufacturer has classified this death as a probable sudep event. Product has been requested, but has not been received to date.